Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: it was reported that the valves are leaking during use. Blood comes back out of the safesite valve then when trying to flush. The saline won't go through, it is blocked. No injury reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with open package was returned for evaluation. A picture was also provided for further evaluation. Based on the evaluation results, visual examination noted that the safesite was used. The returned sample was tested for leakage per specification and failed. Leakage was noted from the non-vented female cap. The returned picture was visually evaluated per specification and it was noted to have some blood residue inside the valve. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.